Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple error alarms. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. Insulin pump did not alarmed with replace battery now. It was reported that the customer was able to complete rewind the insulin pump. The self test was passed by insulin pump. The insulin pump will not be returned for analysis.